Event description:
The peg on a disposable femoral cutting guide instrument broke following impaction. The surgery was completed.

Manufacturer narrative:
The peg on a disposable femoral cutting guide instrument broke following impaction. The surgery was completed. Review of the device history record indicates that the device was manufactured to specification.